Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device powered on without display. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the device was returned to zoll medical corporation. Our investigation found that the device did not complete a full power shut down, instead it performed a soft reset for a period of approximately four seconds. The device then fully recovered to the mode that it was in prior to the reset. Our investigation has found that in very rare occasions, the device will perform this reset at power up, and will not occur again for the duration the device is powered on. Analysis of reports of this type has not identified an increase in trend. Reports of this nature are typically not considered to have any clinical impact and this report has been re-classified as a non-reportable complaint.